Event description:
Off-label use for ankle (serious injury) [off label use]. Case narrative: initial information received on 11-mar-2019 from united states via health authority (mw5084280) regarding an unsolicited valid serious case received from a pharmacist. This case involves an unknown age patient who experienced off-label use for ankle (serious injury), with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient was prescribed using synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular route, 2 ml every week for ankle serious injury (off label use). Final diagnosis was off-label use for ankle (serious injury). It was not reported if the patient received a corrective treatment. Seriousness criteria- medically significant.